Event description:
As reported by the user facility: "nurse removed pump from station to rearrange how drips when pump was removed the red light began flashing and the pump stopped working and she was not able to open the pump. The nipride stopped infusing and pt bp went up before nurse get another bag of nipride m.